Manufacturer narrative:
Continuation of d10: product ID: 694765 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated with the programmer during follow up three months after implant. Premature battery depletion was suspected. The ICD remains implanted, but out of service. No patient complications have been reported as a result of this event.